Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09745. It was reported the pt experienced difficulties initiating communication between the ipg and the internal devices and was without stimulation. The pt indicated he had not charged the ipg as intended. In addition, it was reported the pt's lead had allegedly migrated. The pt underwent surgical intervention to explant the entire system. The pt was re-implanted with a different brand device. It is unk if pt's stimulation has been re-captured. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.